Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was sufficient amount of calcium present (1880) to allow anchoring of the device in the opinion of the user. The patient's aortic valve angle (av angle from 3mensio) was about 50 degrees. The annular dimensions of the native valve were 671 mm2 and perimeter 93mm. During procedure, the activated clotting levels were 400s and heparin was given. A pre-implant balloon valvuloplasty was done with a 28mm non-abbott balloon. The final implant depth at left coronary cusp (lcc) was 4.5mm. After full valve deployment, the valve noted to have migrated towards aorta. The implanter believed the cause of migration was insufficient anchoring. The patient was reported stable but the valve was not in an acceptable position and the gradient was high. They decided to implant a second valve. Anew non-abbott valve was chosen and competed the procedure. The patient was reported discharged on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the navitor valve migrated towards aorta after full deployment. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Request was made for procedure imaging; however, this information was not supplied by the site. Based on the information received from field, the cause of the reported valve migration could not be conclusively determined. The surgical intervention was a result of valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was sufficient amount of calcium present (1880) to allow anchoring of the device in the opinion of the user. The patient's aortic valve angle (av angle from 3mensio) was about 50 degrees. The annular dimensions of the native valve were 671 mm2 and perimeter 93mm. During procedure, the activated clotting levels were 400s and heparin was given. A pre-implant balloon valvuloplasty was done with a 28mm non-abbott balloon. The final implant depth at left coronary cusp (lcc) was 4.5mm. After full valve deployment, the valve noted to have migrated towards aorta. The implanter believed the cause of migration was insufficient anchoring. The patient was reported stable but the valve was not in an acceptable position and the gradient was high. They decided to implant a second valve. Anew non-abbott valve was chosen and competed the procedure. The patient was reported discharged on (B)(6) 2026.